Event description:
During a laparoscopic lobectomy, the staples malformed on the sixth firing. Another like device was used to complete case. There was no reported pt consequence and 1 device is being returned.